Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis and pneumonia in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. On an unreported date during hospitalization, the patient was diagnosed with pneumonia. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis. The outcome of the pneumonia was not reported. Action taken with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies was not reported. The nurse did not confirm the peritonitis, but stated that the event was unrelated to dianeal therapies. The nurse did not comment on or confirm the pneumonia reported by the consumer and an opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b21041, h11c16098, h11d25048, h11f22040 and h11f28047 and no exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number h11c31030 and an exception was noted for a molding defect. There was no evidence to support any association to the reported problem. The affected product was 100% inspected and corrective actions were implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. The problem was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.